Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes due to hascvd (hypertensive arteriosclerotic cardiovascular disease). The caller stated that the customer had diabetes complications and kidney disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's provider heard that the customer's blood glucose was high the day of passing, therefore requested carelink upload. However, since the caller did not have the customer's meter, the upload was not possible. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned with a depleted (B)(6) alkaline battery installed. The insulin pump passed functional test, including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window and cracked reservoir tube lip. Data analysis: (B)(6) 2017 daily insulin total = 32.625 u, (B)(6) 2017 daily insulin total = 32.425 u, (B)(6) 2017 daily insulin total = 35.225 u, (B)(6) 2017 daily insulin total = 34.650 u, (B)(6) 2017 daily insulin total = 34.725 u, (B)(6) 2017 daily insulin total = 21.325 u, (B)(6) 2017 daily insulin total = 21.325 u.